Event description:
It was reported that the customer's insulin pump alarmed during prime. It was stated that insulin squirted out and the drive support cap was loose. Advised that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.